Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Manufacturer narrative:
Review of pump data by quality engineering: pump data showed that the user made six bolus requests on (B)(6) 2015 and did not make any bolus requests on (B)(6) 2015. The customer entered their blood glucose (bg) levels when making bolus requests, and all bg levels were over 120 mg/dl. One low bg level was entered by the customer on (B)(6) 2015 at 1:37am. A subsequent bg value of 124 mg/dl was inputted on (B)(6) 2015 at 6:43am. There were no erratic bolus requests or basal rate changes. There is no evident connection that the insulin pump contributed to or caused the patient death. There is no evidence of a pump malfunction or failure.

Event description:
It was reported that the customer passed away on (B)(6) 2015 due to chronic high blood glucose levels. It is unknown if the customer was wearing the pump at the time of death.